Event description:
Probe froze up to the handle during the pretest freeze cycle. It also appeared to be leaking from within the handle. The probe was replaced. No patient contact.

Manufacturer narrative:
No patient injury was reported. Testing indicated a vacuum insulation failure in the cryo probe. Frosting of the shaft was confirmed.